Event description:
A report was received that the patient was experiencing burning and pain at her ipg site. The patient's system was explanted and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing burning and pain at her ipg site. The patient's system was explanted and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm. The explanted paddle lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the paddle lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4) - device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. The complaint of the ipg causing pain at the pocket site could not be duplicated. The device exhibits normal device characteristics. The explanted paddle lead was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing burning and pain at her ipg site. The patient's system was explanted and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Correction to initial MDR field: additional information was received that the physician felt as though the patient's body was rejecting the stimulator.